Event description:
It was reported that after switching from use of the blue line ultra® suctionaid® tube, to the cuffed blue line ultra® suctionaid, the patient experienced an increased sense of pain, and greater difficulty breathing. No death or serious injury was reported in connection with this incident.